Event description:
Customer reported that the display on the insulin pump went blank. Customer stated he changed the battery and received a battery out limit alarm and then the device shut off. Insulin pump was received with a scratched display. Customer states the batteries were out greater than duration allowed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.